Event description:
Additional information receive indicated the patient's level of incontinence was improved from baseline following the implantation of the advance sling in (B)(6) 2010. (B)(4).

Event description:
It was reported the patient was implanted with an advance sling in (B)(6) 2010. The patient experienced recurring incontinence and was implanted with another advance sling in (B)(6) 2012. No further patient complications were reported in relation to this event.